Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient with in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Approximately two hours after start of the support limb ischemia concern was noted and the impella cp device was explanted. The physician, on the unit, assessed distal pulses and decided the patient no longer needed the impella cp device. The impella cp device performance level was lowered to p-2, device pulled across the valve and then lowered to p-0 followed by removal. Manual pressure was applied until hemostasis was achieved. The patient was reported to be in stable condition following the event.